Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a ceramic head was reported. The event was confirmed via medical review. Method & results: -device evaluation and results: the device was not returned; however, a photograph was provided for review. The photograph shows a recently explanted ceramic head, a stem and an liner. The ceramic head appears fractured in multiple pieces. -clinician review: a review of the provided medical records by a clinical consultant indicated: "confirmation of event: I can confirm that the patient had a primary total hip arthroplasty and sustained a fracture of the ceramic femoral head since I was able to see a radiograph of the hip and photographs of the explanted prostheses. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of ceramic femoral head fracture are multifactorial, including possible surgical technique with unrecognized damage to the femoral head upon insertion, patient factors, including activity level, lifestyle, and bmi, as well as the possibility of trauma and implant factors." -device history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. -complaint history review: there have been one other similar event for the reported lot. Conclusion: it was reported that the patient's hip was revised due to fractured ceramic head. A review of the provided medical records by a clinical consultant indicated: "confirmation of event: I can confirm that the patient had a primary total hip arthroplasty and sustained a fracture of the ceramic femoral head since I was able to see a radiograph of the hip and photographs of the explanted prostheses. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of ceramic femoral head fracture are multifactorial, including possible surgical technique with unrecognized damage to the femoral head upon insertion, patient factors, including activity level, lifestyle, and bmi, as well as the possibility of trauma and implant factors." The device was not returned; however, a photograph was provided for review. The photograph shows a recently explanted ceramic head, a stem and an liner. The ceramic head appears fractured in multiple pieces. No further investigation for this event is possible at this time as no devices and/or insufficient information was received. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Patient revised due to a biolox 36 head +7.5 fracture. (Left side) surgeon took out stem and broken head and revised to restoration modular component and new liner.